Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention capture-r ready screen(3), lot r034 and capture-r ready ID, lot id109, used by the customer at the time of the event. The customer did not return product or sample for investigation. The instrument's probe dispense failed calibration and was replaced bring the probe dispense back into specification.

Event description:
Customer called reporting unexpected negative reactions on the echo. Customer had run a known positive sample on the instrument; a negative screen resulted. No transfusion reactions were reported as a result of this negative reaction.